Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away. Patient was on hospice leading up to their death. Device will not be returning and no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's death was not device related. The device operated as expected.